Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy surgery with acl flexors, the serum flow option of the dyonics control unit was very strong, several modifications were made to low flow, but it continued with strong flow. The procedure was completed using the same reported device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no defects were found. A functional evaluation was performed on the returned device and no defects were found. Flow and pressure values are within standards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.